Event description:
After an implantation period of approx. 158 months, it was observed that the shock impedance was too low.

Manufacturer narrative:
The lead was capped on (B)(6) 2021. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data from (B)(6) 2021 have been analyzed. The battery status of the ICD was bos and an amount of 21 charging cycles was recorded. A number of 15670 episodes was documented. The programmed shock path was rv to ICD plus svc. From the registered charging cycles, 10 were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The inspection of the impedance trend values revealed no anomalies and no noise was present in the available iegms. Therefore, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should further relevant information become available, this report will be updated.

Manufacturer narrative:
The lead was capped on (B)(6) 2021. The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself and the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. There was no indication of a material or manufacturing problem of these devices. The returned data from (B)(6) 2021 has been analyzed. The battery status of the ICD was bos and an amount of 21 charging cycles was recorded. A number of 15670 episodes was documented. The programmed shock path was rv, ICD + svc. Among the 21 documented charging cycles, 10 were regular automatic formations, one was an episode termination without necessity of shock delivery and 10 were aborted shocks. These were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The inspection of the impedance trend values revealed no anomalies and no noise was present in the available iegms. In a next step the ICD was inspected. Incoming visual inspection revealed signs that the ICD had been subjected to thermal overload. The ICD was interrogated and revealed the battery status eos, which was triggered on (B)(6) 2021, three months after the device had been explanted. Further electrical investigations showed that the sensing and pacing therapy functions were available and worked as expected. However, shock delivery was not possible. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. Detailed inspection of the battery revealed that the battery had been damaged due to external influences implying a thermal overload, like it is the case for instance with steam sterilization procedures. This is consistent with the incoming visual inspection of the ICD. In conclusion, there was no indication of an ICD malfunction while the device was implanted and in service. It is reasonable to assume that the shock cancellation in the implanted state resulted from a damage of the rv lead. The damages present in the ICD occurred after explantation due to thermal overload, caused by external sources.